Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The pod data showed that the pod ran for 62 pulses and was deactivated one pulse after second prime. Timeouts occurred during priming along with a drive stall at the end of the run. The drive stall during priming resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime. The timeouts and drive stall were not replicated in the rerun. Although contamination was observed on the commutator cap, the original data and rerun data indicates the rotational sensor functioned as intended, and it can be conclusively determined that the contamination on the commutator cap did not contribute to the high pulse width, drive stall, and needle mechanism failure. The exact cause of the high pulse widths and drive stall could not be determined.